Event description:
It was reported that a patient experienced peritonitis, sepsis, and subsequently passed away due to cardiac arrest and severe sepsis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Approximately two months prior to death, the patient was hospitalized to have surgery for another indication. Treatment during hospitalization was unknown. Approximately one month prior to death, the patient was recovering from the surgery and was transferred from home to a rehabilitation hospital. On an unreported date ,during rehabilitation, the patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown, further described as ¿could have come from the patient¿s foot infection/amputation in which he had recently been hospitalized for.¿ the patient was treated with intravenous daptomycin, unknown dose and frequency. The patient was performing continuous ambulatory peritoneal dialysis therapy prior to death and was not performing apd (automated pd). Two days prior to death, pd therapy was discontinued and hemodialysis was initiated. Subsequently the patient passed away. The peritonitis did not resolve prior to death as the ¿death certificate stated severe sepsis.¿ the patient¿s peritoneal effluent continued to be cloudy until death. An autopsy was not performed. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The patient was hospitalized on an unknown date in jun 2014 to have surgery for pvd. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.